Event description:
It was reported that during a low anterior resection, the surgeon clamped the tissue and fired the contour, but the staples did not form and the anastomosis had to be hand sewn. There was no pt consequence.

Manufacturer narrative:
The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the mfg related records were reviewed and we were unable to confirm the complaint nor determine a mfg or design related cause for the reported event. Complaint info is trended on a regular basis to determine if further investigation is warranted.